Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with "indicate door open"; this condition had the potential to interrupt delivery. This condition was found in the general patient ward. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a flogard infusion pump with "indicate door open" was confirmed and reproduced as the door open alarm sounded all the time. The cause of the reported condition was attributed to a missing magnet on the door latch. The door latch was replaced to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted.